Manufacturer narrative:
This ICD remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) exhibited high, out of range shock impedance measurements. At a previous follow-up, the shock impedance was 57 ohms. All other measurements were within normal range. Boston scientific technical services (ts) was contacted to get suggestions on how to precede. There were no adverse patient effects reported, and patient never received a shock since the associated right ventricular (rv) lead was implanted in 1999. Subsequently, additional information was received that a revision procedure was performed. The decision was made to change the shock vector, and measure shock impedance values. Shock impedance measurements were within normal range when programmed rv coil to can, which indicates there was an issue with the superior vena cava (svc) coil. The physician was satisfied with leaving the shock vector programmed rv coil to can. There were no adverse patient effects reported.